Event description:
It was reported after treatment of left middle meatus normally, during treatment of the right side, the device cannula started freezing proximally from the balloon tip. Surgeon immediately shifted the cannula away; however, resulted in a small burn to the external nasal valve. No medical intervention has been reported. Additional information is being requested.